Manufacturer narrative:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016. In addition, a review of the manufacturing records was performed and indicates that there wwere no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that the patient experienced flank pain and diarrhea.

Manufacturer narrative:
Date sent to FDA: 06/12/2020. Corrected b5 narrative: it was reported by an attorney that the patient underwent hernia repair procedure on (B)(6) 2016 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018. It was reported the patient experienced abdominal pain and deformity. No additional information was provided.